Event description:
The patient underwent a sling procedure. Post operatively, upon examination it was noted that the mesh was twisted lateral to the urethra. A small amount of mesh was exposed vaginally. A portion of the mesh was excised. The patient is doing great.